Event description:
It is reported that the device was implanted in 2000 and revised in 2008, due to dislocation.

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation and x-rays were not provided. Possible causes of dislocation could be due to (but not limited to) one or more of the following: impingement; soft tissue laxity; component misalignment; patient noncompliance. However, the exact cause of the complaint cannot be determined. No product was returned. A review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.